Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implant date: (B)(6) 2017; 4351-35 gastric mgu lead implant date: (B)(6) 2019; 4351-35 gastric mgu lead implant date: (B)(6) 2019; 37800 gastric mgu ipg implant date: (B)(6) 2019 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible under-sensing on stored electrograms (egms). The ra lead remains in use. No patient complications have been reported as a result of this event.